Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012401608 was returned and analyzed. Visual inspection was performed and the catheter was found to have a broken shaft near the handle's nose, and the distal arm of the spiral array was kinked. The steering function was normal, allowing approximately 170° rotation of the distal catheter tip in both directions. The shape of the capture device was normal, with no unusual features. The catheter was connected to a test catheter interface cable without resistance, ensuring a secure connection with both latches fully engaging the catheter connector. X-ray imaging confirmed that the shell of the catheter handle connector receptacle properly aligned with the test cable connector plug, showing no interferences. The slide control function was stiff, even after using disinfectant to soften the guidewire lumen and dilute potential dried blood. Although the steering function remained normal with approximately 170° rotation in both directions, the stiffness of the slide control mechanism limited its full range of motion. Dissection revealed a kink in the guide wire lumen within the shaft. The catheter was reprogrammed before being connected to the generator via a test catheter interface cable, and therapy deliveries were successfully completed. Tests for the integrity of electrode wires insulation and electrical continuity showed intact electrode wires with no detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to a guidewire lumen kink, kinked pebax tube, and a broken shaft at the handle's distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was intermittent signal noise on an electrode with increasing frequency. The electrograms (egm) cable was replaced and new pin block locations were utilized without resolution. The signal noise issue worsened when the catheter was moved. It was surmised that it would be difficult to determine if the lesions were effective. The catheter was replaced which resolved the issues. It was noted that there was more remaining voltage than expected in areas that had previously been ablated. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.